Event description:
Malfunctioning port. Chest fluoroscopy performed. Findings showed leakage from the more proximal portion of the catheter at the area of the junction of the right subclavian vein. Suggests partial tear of the catheter. On 8/16/95 surgical removal of catheter. During removal catheter broke off. Portable chest x-ray demonstrates 13 cm long segment of catheter in the superior vena cava and right atrium. An inferior venocavogram performed via right superficial femoral vein. Successful removal of 13cm long fragment of catheter. Pt tolerated procedure well.